Event description:
B5 correction: it was reported that the procedure was to treat a 60% stenosed vessel involving an arteriovenous (av) dialysis fistula in the left arm. No additional information was provided.

Manufacturer narrative:
Medical device problem code: 2017 - use above rated burst pressure visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to user error; however, the reported separation appears to be related to circumstance of the procedure. It was reported that the 8.0x60mm armada balloon catheter was inflated above the rated burst pressure (rbp), to 17 atmospheres (atm) when the balloon ruptured. It should be noted that the percutaneous transluminal angioplasty (pta), armada 35 / armada 35 ll, global, instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. The rbp for the armada 35device is 14 atm. In this case, it is likely the IFU deviation resulted in the reported balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b5: correction

Event description:
It was reported that the procedure was to treat a 60% stenosed vessel in the left arteriovenous (av) fistula. The 8.0x60mm armada percutaneous transluminal angioplasty (pta) catheter was soaked prior to use and was prepared (air aspiration) outside the anatomy prior to use without any issues. However, the armada balloon was inflated once with a pressure of 17 atmospheres (atms) and ruptured. It was noted that the radiopaque marker came off the balloon when it ruptured. The sheath was already in the anatomy and the radiopaque marker was able to be removed on the sheath. There was no resistance during advancement or withdrawal. Another armada 35 was used to complete the procedure. There was no adverse patient effect and there was minimal delay in the procedure; however, there was no impact to the patient. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.